Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0wn0e, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that there was a loss of therapy. She had two instances of complete loss of bladder/ leakage. The therapy was not on. Turning on therapy did not resolve the issue. It was noted that the patient felt stim at a comfortable level. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that there was a loss or change of therapy. Stimulation was felt and therapy was on. The doctor put her on program 4 at 1.4 a month ago. She increased to 1.6 but still did not have bowel control. It was increased to 1.8 and then decided 1.7 was more comfortable. The patient was going to monitor symptoms and follow up with the healthcare professional (hcp) if another change in programs was needed as the hcp told her she could only increase and decrease. The patient had not tried program 2 or 3 yet. The change in therapy/symptoms was considered sudden. She was wetting the bed at night and changing pads 3 times a day. The bowel issue was under control and great. Bladder control was great too until a month ago. She also had urgency and no improvement with urinary symptoms. There were no urinary tract infections (uti), changes or additions to medications, falls, accidents or trauma. (B)(6) 2016 was the on sent of the sudden symptom return.

Event description:
Additional information received from the patient reported that she was not able to hold her bladder. The symptoms were like they were before she ever had the device. She already increased the amplitude from 1.7 to 1.9 on program 4 but this did not resolve the problems. The patient was going to increase it up to 2.0 and see if that would help. The patient also mentioned that the last time she saw her managing healthcare professional (hcp) the doctor changed her to program 4 because she was having bowel problems. Yesterday the patient felt stimulation as she was doing down stairs. It was noted that the patient had a breast biopsy almost two weeks ago, but the symptoms started before having the breast biopsy. No one had told her she should turn it off during the procedure. There was no trauma or fall that could be related to the issue. The loss of bladder control onset was sudden that occurred in (B)(6) 2016. The bowel problems started in 2015.